Event description:
It was reported that post smart-lipo and renuvion procedure to the submental area, a patient sustained a full thickness burn to the submental area. Additionally, residual helium caused the patient's right eye to swell. The surgeon performed two passes with the renuvion handpiece after 20cc of liposuction was performed. The generator settings were set at 70% power and 1.5 liters of flow during the procedure with the renuvion handpiece. The burn was noticed immediately and initially treated topically with silvadene cream and oral antibiotics of keflex and flagyl. Subsequently, the full thickness burn was excised and closed. Upon further review, it was determined that the patient burn was due to the renuvion procedure performed in a very superficial treatment plane in an already thin and young female. Additionally, the surgeon's speed during the renuvion procedure was very slow and overlapped treatment areas. The surgeon did not move handpiece tip in the same contour as the treatment area creating a tenting effect over the tip port holes, ultimately delivering energy directly into the subdermal plane. The residual gas causing peri-ocular helium collection, is due to lack of necessary venting of the helium gas post procedure. This event was solely caused by use error due to a technique issue. There was no allegation of device malfunction.